Event description:
Pt was in stable health but had 2 ICD shocks without preceding symptoms". "Interrogation of the ICD demonstrated noise on ventricular channel consistent with conductive fracture although the impedances were at baseline values. "In light of these findings and other episodes of non sustained artifact for which shocks were not delivered it was recommended that pt be hospitalized and pt's lead be replaced."